Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 6006014 have already been previously tested in the complaint (B)(4) on 24/jun/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report complaint (B)(4) complaint test report. Attached in this record. Device history record (DHR) review: the lot 6006014 was packaged according to the wi version 96, manufactured in the machine multivac 10, on 14/mar/2024 with a total of (B)(4) units. Gluing connector DHR review: the lot 4c00387 was manufactured according to the wi version 61, manufactured in the machine sc05-sc06, on 14/mar/2024 with a total of (B)(4) units. The lot 4c00389 was manufactured according to the wi version 61, manufactured in the machine sc08, on 13/mar/2024 with a total of (B)(4) units. Trending: a query was run in database on 25/jun/2025 against malfunction code evaluated occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6006014 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.